Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a potentiometer sensor issue and was not accurate when infusing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device received for analysis. The reported problem was verified. Service history review identified the complaint was not related to a previous service of the device within the review period. The cause was due to a broken guide on the position potentiometer. The potentiometer was replaced. Functional testing performed and found the pump failed the occlusion testing due to faulty clutches. The clutches, lead screw, and the plunger carriage was replaced.